Event description:
It was reported that prior to starting a da vinci si surgical procedure, the jaws of the pk dissecting forceps instrument are not closing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering could not confirm the customer complaint of jaws not closing. The instrument was placed on an in-house system and driven. Recognition and engagement passed. The grips opened and closed. Additional observation not reported by the site was a frayed pitch cable. The frayed pitch cable was found at the distal clevis hub. No damage was found at the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.